Manufacturer narrative:
Device evaluated by MFR: physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not enter paddles lead ECG during patient use. The customer advised physio that a second lifepak 15 device was used to continue patient care; however the delay time was not provided. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. The patient, a (B)(6), did not survive the event. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. There was no patient ECG record in the device memory from the reported event. A clinical review of the event was performed by physio-control; however there was insufficient information within the record to determine whether or not the device use had contributed to the patient¿s outcome. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not enter paddles lead ECG during patient use. The customer advised physio that a second lifepak 15 device was used to continue patient care; however the delay time was not provided. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. The patient, a (B)(6) year old did not survive the event. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.